Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A nurse reported that the patient has brain swelling and is getting an MRI for an unknown reason. It was also noted that the patient has had multiple falls as of an unknown timeline. The patient's indication for implant is parkinson's dual and movement disorders.